Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout due to normal battery depletion, the remote transmission records exhibited far r wave oversensing on the ventricular channel. The device was explanted and replaced. Required programming changes were made to new device settings. The patient was stable.

Manufacturer narrative:
The reported event of oversensing was confirmed by analysis. The device worked as programmed. Interrogation of the device revealed the device was at eri when received. Analysis was normal. No anomalies were found.